Manufacturer narrative:
(B)(6). The laser machine was examined and tested by an amo field service specialist (fss). The fss confirmed the issue. The fss replaced the galvo block, performed alignments and calibrations. During inspection of machine, the fss found a z offset error and resolved by performing a z-range calibration. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete decentered flap on the left eye (os). A brief description from the account indicated the treatment area was shifting. The surgery center indicated the patient's right eye (od) was lifted and cut, therefore was completed but the left eye (os) was only half cut; therefore the procedure was not completed.

Manufacturer narrative:
Correction: (B)(4). No code available for decentered flap was inadvertently not included. It has been added in this submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: account reported that patient had lasik in left eye on (B)(6) 2016. Eye was treated with tobramycin/dexamethasone 3mg/ml/ 1mg/ml for ten days and best corrected visual acuity (bcva) is 6/6. Added concomitant product patient interface lot ca20935. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation a mechanical problem was found. All pertinent information available to abbott medical optics has been submitted.